Event description:
Customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. Customer's blood glucose at the time of incident was 20 mg/dl. Customer was in coma and asleep at home. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.